Event description:
It was reported that an atrial lead fracture was suspected. The lead was non-functional as the pulse generator had been programmed to vvi previously. The patient was asymptomatic.

Manufacturer narrative:
Na